Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump, ensure the cartridge and o-ring were in place, and complete the loading process following on-screen instructions. The customer successfully completed the load process and resumed insulin use.